Event description:
During procedure, an instrument (a micropitutary rongeur) broke. An approximately 8mm piece from the instrument broke off. The physician ordered an x-ray but could not retrieve the metal piece. It appeared to be embedded within the soft tissue, deep against the vertebral body. Retrieval was attempted unsuccessfully. The neurosurgeon felt it was safer to leave the piece of equipment in the pt to avoid causing a dura leak with exploration.